Event description:
During a customer experience survey a patient reported they experienced a pd infection. In a follow-up call, a nurse familiar with the patient stated this patient is on hemodialysis for renal replacement needs and has been in the associated clinic for approximately 8 years. It was reported that the patient has never been on pd in this clinic; and it was noted that there is no documentation in the patient¿s medical record of the patient having been on pd. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Additionally, it is unknown if the patient was using fresenius products when this event occurred. In a follow-up call, a nurse familiar with the patient stated this patient is on hemodialysis for renal replacement needs and has been in the associated clinic for approximately 8 years. It was reported that the patient has never been on pd in this clinic; and it was noted that there is no documentation in the patient¿s medical record of the patient having been on pd. No additional information was obtained about the unspecified infection despite several attempts to reach the patient in additional follow-up attempts. Upon review of the available information, it has been determined there is no allegation, indication or objective evidence that this event was associated with the use of a fresenius medical device(s) and/or product(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a customer experience survey a patient reported they experienced a pd infection. In a follow-up call, a nurse familiar with the patient stated this patient is on hemodialysis for renal replacement needs and has been in the associated clinic for approximately 8 years. It was reported that the patient has never been on pd in this clinic; and it was noted that there is no documentation in the patient¿s medical record of the patient having been on pd. Additional information has been requested, however to date has not been provided.